Event description:
This spontaneous report was received on (B)(6) 2012 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach johnson and johnson floss, mint waxed, for dental cleaning (route-dental, lot number 032294, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the cutter of the floss broke off. The floss was not damaged. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 10-sep-2012. The lot number of the device was updated from 032294 to 2930d. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6)-2012 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach johnson and johnson floss, mint waxed, for dental cleaning (route-dental, lot number 032294, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the cutter of the floss broke off. The floss was not damaged. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 20-sep-2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 17-jul-2012 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach johnson and johnson floss, mint waxed, for dental cleaning (route-dental, lot number 032294, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the cutter of the floss broke off. The floss was not damaged. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 10-sep-2012. The lot number of the device was updated from 032294 to 2930d. This report remains a reportable malfunction case in the united states. Additional information received on 28-sep-2012. Review of data associated with this complaint revealed no adverse trends and no trend involving lot number 2930d. Retain sample visually examined for appearance met specification. Returned sample was received with a mint waxed large size dispenser of lot number 2930d, a medium size insert component without cutter, a mint waxed 100yd bobbin (partially used) and a loose cutter. During the assembly of the insert-bobbin inside the dispenser a visual inspection was performed. Based on these controls it was possible that the consumer intermingled two products together. Regardless, the expectation is to have the cutter fit to insert. In this case the cutter was evidently loose. Final packaging records did not show any non-conformance. The supplier updated the shipping configuration to eliminate double stacking; and reduce the quantity of cutters per shipping case and the potential of loose cutters on the product assembly. This report remains a reportable malfunction case in the united states.